Event description:
It was observed that during the device evaluation, the image did not occur and noise appeared due to damaged printed circuit board of the bronchofibervideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.